Manufacturer narrative:
One device was returned for evaluation. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model crus6a recanalization catheter allegedly broke and leaked during preparation. Another wire and catheter were used to complete the procedure. There was no reported patient involvement. This information was received from one source. Patient age, weight, and gender were not provided.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model crus6a recanalization catheter allegedly broke and leaked during preparation. There was no reported patient involvement. This information was received from one source. Patient age, weight, and gender were not provided.

Manufacturer narrative:
H10: one device was returned for evaluation. The lot history review was performed. The evaluation identified a break and is inconclusive for the leak. A root cause has not been determined. The device is labeled for single use. H11: b5, g1 , h6 (results, conclusion) . H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.